Event description:
Pt had portacath implanted on (B)(6) 2006 at (B)(6). Chest x-ray confirmed location on (B)(6) 2006. Portacath used for the first time at the cancer management clinic at (B)(6). After 5 hours of chemotherapy infusing the pt began to complain of pain in her left chest area. The portacath dressing was wet and fluid was leaking from the site. The pt was sent to radiology for an portacath check. Radiograph showed a broken portacath. The line was removed via right fem vein. Md cleared pt to return home.